Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under investigation.

Event description:
The user facility reported insertion difficulty with the angioseal device. Follow communication with the user facility reported: as the customer inserted the locator into the sheath, the two parts did not snap together; products could not be used and was not used; and this was recognized during preparation; and there was no patient involvement.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. One 6f angioseal vip was returned to terumo medical corporation. The carrier tube assembly was unused, never opened and packed in the aluminium packaging. The arteriotomy locator and the hemostasis sheath were returned in an assembled position. There were no signs of damage noted on the returned components. Upon microscopic inspection, a small black residue resembling blood like substance was observed on the locator tip and hemostasis cap valve. The outer diameter of the locator was verified to be 0.090" and inner diameter of hemostasis sheath was verified to be 0.095" meeting manufacturer specification. For functional testing,the locator was removed from the hemostasis sheath and attempted to be snapped back in again. There were no anomalies noted. The locator snapped in the sheath hub cap as intended. Angioseal vip instructions for use ((B)(4)) was reviewed and following relevant instructions were found on page 4: " 3. Insert the arteriotomy locator into angioseal insertion sheath, making sure the two pieces snap together securely. To ensure proper orientation of the arteriotomy locator with the sheath, the hub of the locator and the sheath cap fit together only in the correct position. The reference indicator on the locator hub must align with the reference indicator on the sheath cap." There were no issues found during functional testing of the device. There was a black residue resembling dry blood like substance, noticed during microscopic inspection and it is not certain whether this obstructed the mating between the locator and sheath. It is most likely that the user did not snap the parts together with enough force or did not feel the tactile feedback associated with snapping. The DHR was reviewed and no manufacturing issues were found in the devices released to inventory which may have led to this failure mode. Trend analysis was done on part and lot combination and no similar issues were previously found. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.